Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal vip was selected for use. A groin shot confirmed criteria by the IFU selected for angio-seal use in regards to puncture location. The size of the common femoral artery (cfa) was 4mm or higher and free of disease. The patient experienced a pseudoaneurysm. The patient was an elderly woman.